Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed an e315 error, a disappearing image, and foreign material in the instrument channel. Olympus presumed the e315 error and disappeared image were caused due to water intrusion caused adhesion of water droplets on the printed circuit board in the device. Then, short-circuit generated overcurrent, leading to breakage of the electric parts on the printed circuit board. Olympus also presumes that the foreign material observed was due to water intrusion that caused corrosion of the metal parts in the device. Based on these results, it is judged that the foreign material was derived from water intruded into the device which was contaminated due to corrosion of the metal parts, and it came out from the air-leaked site of the instrument channel. The event can be detected and prevented in accordance with the following IFU. Event 1: e315 it was confirmed that instructions for bf-290 series operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the endoscopic image. Event 2: the image disappeared it was confirmed that instructions for bf-290 series operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the endoscopic image. Event 3: a foreign material in the instrument channel it was confirmed that instructions for bf-290 series operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1: (establishment name:) (B)(6).

Event description:
It was reported the bronchovideoscope had an error code e315 (non-compatible endoscope). The issue occurred during an unspecified event. There were no reports of patient or user harm associated with this event.